Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead exhibited oversensing. Technical services (ts) was consulted and suggested changing the sense vector, sensitivity of the lead, or turning off lv lead sensing. The patient experienced a lack of lv pacing due to the oversensing. No adverse patient effects were reported. This device remains in service.